Manufacturer narrative:
Please note that the event date has been arbitrarily chosen as the awareness date since the patient's death date is unknown.

Event description:
It was reported that the subject patient passed away; date and reason of death are currently unknown.

Event description:
It was reported that the subject patient passed away; date and reason of death are currently unknown.